Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Post filter deployment, filter retrieval attempts were made but it was unsuccessful because of filter tit. While attempting to straighten the filter, the filter dislodged and moved to right atrium. Subsequently, the filter was retrieved successfully. Therefore, the investigation is confirmed for filter migration, filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the entire filter migrated to heart, tilted and embedded in wall of the ivc . The device was removed. The current status of the patient is unknown.